Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. A polypectomy was performed. The esu's settings were endocut q, duration 1, interval 6 as well as forced coag, 25 watts, effect 2. The doctor reported that the typical audio ("beeping") in the endocut q mode was not heard. After removing the polyp there was significant bleeding. The bleeding was treated with clips and fleet. Upon the initial intervention work, the pt underwent a second scope procedure to further treat the area with more clips and epinephrine. Then the pt was admitted to the intensive care unit (ICU) of the hosp. After three days, the pt was discharged and is now "fine".

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specs for the device. Additionally, the unit's endocut feature was checked and found to be working properly (note: the audio was most likely not heard in the mode because of high tissue resistance and the polyp was being conditioned in the mode's initial phase when removed.). No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported event. It appears that the pt's disease state plated a significant role in the situation. Per the report of encountering substantial bleeding upon the removal of the polyp, there must have been large hidden blood vessel(s) underneath the polyp. That is, bleeding occurred upon the removal of the polyp resulting in the add'l intervention work. Nonetheless, no conclusive determination could be made as to the cause of the incident. To further address the issue, add'l in-service work was performed with the involved staff at the medical center. The account is being made aware of the findings. No trends have been identified and erbe USA, inc is now closing the file on this event.